Manufacturer narrative:
The possible root causes include: plate bending too acute and notching of plate by bending irons. The exact cause could not be determined.

Event description:
It was reported that; surgeon was bending a plate, when bending on one of the legs it snapped. Bending with benders that come with the device. Performed over the patient. All broken fragments retrieved no fragments fell into the cavity. Another plate was used to complete the procedure. There was no surgical delay or adverse health consequences.

Event description:
It was reported that; surgeon was bending a plate, when bending on one of the legs it snapped. Bending with benders that come with the device. Peformed over the patient. All broken fragments retrieved no fragments fell into the cavity